Event description:
A customer contacted the FDA stating that they (the customer) had an allergic reaction to the freestyle lite blood glucose meter. The customer had asked an adc customer support representative if latex was used on the freestyle lite blood glucose meter. The customer also reported being allergic to latex. No further information was reported as to the severity of the allergic reaction or what treatment, if any was required. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
A call was placed on 28 apr 2009 with the FDA to discuss the complaint. Abbott diabetes care blood glucose meters do not contain latex. Along the back of the freestyle lite blood glucose meter is a grip made of santoprene, a thermoplastic elastomer. In safety studies, exposure to the thermoplastic elastomer did not cause irritation or allergic skin reactions in human volunteers. Mild cumulative irritation due to a physical effect (not allergic or chemically induced) occurred in a small number of individuals exposed to the thermoplastic elastomer (via a 24-hour patch). Illustrating the low potential for adverse effects, similar thermoplastic elastomers are used in medical application such as coatings for implantable stents, ophthalmic implants and for tools during surgery. Abbott diabetes care will provide a letter stating that adc products do not contain latex to customers who inquire about latex in adc products. This is a final report. The investigation of the product is not required since the product does not contain latex.